Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an issue with the system today for a single level l4-l5 tlif. Registration and prep work proceeded as normal. There was a slight issue with confirming registration (all green levels, but l5 was red), but with a slight manual adjustment to the l5 level, the manufacturer representative was able to get all green, and confirm with surgeon and physician's assistant that they were confidently registered. All four screws were placed according to surgeon flow. Upon check with fluoro, they noticed several deviations from the plan. The l5 screws were higher than planned, looking almost like they were parked right under superior end plate of l5. The l4 screw on the right was very lateral, the left some, but acceptable. The surgeon removed both right screws and used a probe. On screen, the drill holes looked medial to the plan, and less angulated than plan. The manufacturer representative has no clue how these screws ended up very lateral and out of the pedicle on the right side except to say that navigation along the line must have been compromised, since this probe check was the opposite of what they expected to see on screen. The surgeon announced they would fix the two right side screws with fluoro and proceeded with their decompression and interbody prep. The guidance system was unlocked and moved aside. The surgeon was standing on the patient's right side for all screws plus interbody entrance. Flow began with the right side l5, then l4, using drivers to put in screws without towers. The surgeon switched to the left side l5, then l4, using drivers to place two screws with towers. A fluoro check was done before proceeding with interbody work. Usually the surgeon does interbody placement with a navigated handle, but after screws were not correct, they chose to remove the guidance system from the field and place them by themselves and confirmed with fluoro. The manufacturer representative confirmed that this was a normal flow for the surgeon, minus which side the surgeon stands on based on patient complaints of nerve pain. The manufacturer representative's best guess is that the guidance system was not secure and shifted slightly north and also navigation was compromised with a bump when the manufacturer representat ive was not watching. The manufacturer representative stood by surgeon side and the guidance system during whole procedure except to step back to send to next location. There was no known impact on the patient outcome. There was no known nerve pain with the patient involved in this case. The amount trajectory deviation was unknown.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A4: patient weight is unavailable. H3, h6: no parts returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.